Event description:
The hospital complained to the sales representative that the distraction screws keep bending. The device was disposed of by the hospital. Patient contact was reported. No patient injury was indicated.